Manufacturer narrative:
No patient involvement (B)(4); smoking (B)(4); burn of device or device component (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer replaced the reagent display board and the reagent display driver board. The tdx/flx system operations manual contains adequate information on operational precautions and limitations, and directions for emergency shutdown of the tdx/flx analyzer. A review of complaints and quality metrics did not identify an adverse trend related to this issue. No additional service request or complaint tickets were found for reagent display board issues on tdx/flx serial no. (B)(4). The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the tdx/flx analyzer list number 04a24-01, or the reagent display door with board for the issue under evaluation.

Event description:
The customer stated there was a burning smell coming from the tdxflx analyzer. The customer turned off the power. The following day, the burning smell was still present and service was requested. The field service engineer stated the burning smell was due to a short in the reagent display board and observed smoke damage. The base board and connector had burned. No injury was reported.